Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, a power PICC 4fr double catheter with sherlock technology was inserted into a child, following the protocol. The materials were discarded after passing the PICC. After performing the x-ray, a fragment was identified inside the catheter, which the client believes to be the tip of the guide wire (internal stylet). The nurse reports that the fragment dislocated after manipulation and use of the PICC. The catheter is in use, without complications, and no additional procedures were necessary. The patient continues to be monitored by the medical and nursing team. There was no medical intervention other than imaging monitoring and evaluation of signs and symptoms. The patient is stable, without complications. The catheter is still in use. Hospital managed to remove the fragment, referring to the guide wire, from the patient. Patient had minor complications, but no details were provided. However, it was stable again. The fragment was removed in hemodynamics by the doctor. (It was not possible mention where the fragment was in the patient). Patient is still with the PICC undergoing treatment and is stable.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed. The product returned for evaluation was a distal end of a tls stylet. The segment was about 3.5cm long. The stylet was observed to be kinked near the proximal end of the segment. Light use residue was observed on the stylet. Microscopic inspection of the broken end of the stylet revealed the break surface was granular. Use residue was observed on the break surface. Several attempts were made to dissect the stylet to inspect the wall thickness of the polyimide coating. Microscopic inspection of the polyimide coating layer surrounding the magnets revealed the layer was uneven. It was unknown, to what extent, this dimensional variation may have contributed to the wire break or if the abnormal kinking of the stylet contributed to weakness in the stylet in conjunction with pulling on the stylet wire. A review of incoming inspection for wall thickness of polyimide tubing found no instances of this tubing being below specification during the incoming inspection process. A review of historical complaints found that this was a very rare event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, a power PICC 4fr double catheter with sherlock technology was inserted into a child, following the protocol. The materials were discarded after passing the PICC. After performing the x-ray, a fragment was identified inside the catheter, which the client believes to be the tip of the guide wire (internal stylet). The nurse reports that the fragment dislocated after manipulation and use of the PICC. The catheter is in use, without complications, and no additional procedures were necessary. The patient continues to be monitored by the medical and nursing team. There was no medical intervention other than imaging monitoring and evaluation of signs and symptoms. The patient is stable, without complications. The catheter is still in use. Hospital managed to remove the fragment, referring to the guide wire, from the patient. Patient had minor complications, but no details were provided. However, it was stable again. The fragment was removed in hemodynamics by the doctor. (It was not possible mention where the fragment was in the patient). Patient is still with the PICC undergoing treatment and is stable.